Event description:
A us distributor reported that an electrode belt had non functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem tes non functional was isolated to the main batt wire in the trunk cable being broken at the distribution node dn. The trunk cable showed signs of physical abuse. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.